Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the pt was admitted for gastrointestinal (gi) bleeding and will continue to be monitored.

Manufacturer narrative:
The pt remains ongoing on lvad support. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Manufacturer narrative:
A specific cause for the reported gastrointestinal (gi) bleeding, and a correlation to the device could not conclusively be determined. The manufacturer¿s records indicate that the patient had two subsequent incidents of gi bleeding (reference MFR medwatch #s 2916596-2014-02041 and 2916596-2015-00147). As per the manufacturer¿s device tracking records, the patient remained ongoing on lvad support and was successfully transplanted after 3 years, 2 months of support. No product was available for investigation. Based on the information available to the manufacturer, no conclusion could be drawn as to the root cause of the reported event. The device¿s approved labeling lists bleeding as an adverse event that may be associated with the use of the left ventricular assist system (lvas). A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.